Event description:
It was reported from (B)(6) that the patient "recognized low flow on the (B)(6) 2015" and he site reported that the patient presented with heart failure symptoms. Anticoagulation was controlled (pt (B)(6), inr 3.4). Flow decreased further during the week he was in the hospital. Acoustic analysis showed that there was no thrombus on the pump rotor. There was no increase in hemolysis parameters. CT-scan "gave the hint to a thrombus in the outflow graft, but due to the artefacts the doctors were not (B)(6) sure". In the cath lab the thrombus in the outflow graft was confirmed. The outflow graft was stented and the flow increased. The thrombus was resolved; however, after the intervention the patient developed left hemiparesis due to a cerebral thromboembolic event with occlusion of the right internal carotid artery. Risk factors for thrombosis were reported as: patient developed an infection, possibly pneumonia. It was reported that the patient expired (B)(6) 2015 with cause of death reported as pneumonia he developed before the outflow graft was stented, sepsis and multi-organ failure.

Manufacturer narrative:
The instructions for use outlines that vad implantation is associated with numerous risks including thrombus, stroke, multi-organ failure and death. The pump is a fixed speed system. The device labeling outlines that low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status or inflow/outflow obstructions with potential causes and potential actions outlined. The labeling further addresses setting alarm parameters, how to recognize alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Device not returned.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use warns that disconnecting the controller from the driveline or disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source and the driveline must be connected to the controller at all times. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.